Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer found that the issue was caused by crossing the machine and proximal tubes into the gas delivery systems (gds). The customer addressed the issue by reconnecting the machine and proximal tubes to the correct ports on the gds.

Event description:
It was reported that after removing the proximal pressure tube the ventilator generated a pressure regulation high error code then the display went blank. There was no patient involvement. The event date was not specified; estimate used.